Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy procedure, while working on the patient's bowel, the surgeon fired the first stapler, but the staples did not fire at all. Operator used the second gun and that did exactly the same thing. Once the second gun failed they opened a competitor's gun to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) was received preloaded in the instrument. The sulu displayed a full complement of staples and the interlock was set with no knife blade damage. The instrument and sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.